Event description:
Device 1 of 2. Reference MFR report: 1627487-2013-04469. It was reported, the pt had experienced heating while using the charging system to recharge the ipg. It was reported, the pt had not experience heating other than with recharging. A replacement charging system was sent to the pt. F/u found the pt had rec'd the new charging system, and use the new device w/o experiencing heating. The pt was asked to contact sjm with any further issues.

Manufacturer narrative:
This ipg serial number was included in a field advisory and a field correction. Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.